Event description:
It was reported that during the implant procedure it was not possible to connect leads to the device as the setscrew became blocked in the connector. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the device was returned and analyzed. Primary analysis revealed that no anomalies were found. It was noted that there was set screw damage. Evaluation summary: (B)(4) performance data was collected from the device and data analysis revealed that no anomalies were found.